Manufacturer narrative:
Unit passed rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 lbs during prime/delivery test due to faulty force sensor resistor. Unit had cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that glass at reservoir compartment was cracked. Customer believed that damaged insulin pump caused insulin to not deliver. Customer states that insulin pump may have dropped. Customer's blood glucose was 300 mg/dl. Customer was advised that insulin pump would need to be replaced.